Event description:
Event happened when chemo secondary tubing with spiros was connected to primary tubing. Spiros started leaking chemo drug. Infusion was stopped and disconnected, the charge nurse was notified.